Event description:
Went to physician about left hip pain. Was informed of metal on metal hip replacements rubbing and causing metal to go into blood stream. I had (r) hip replacement metal on metal (B)(6) 2010. Labs done -increased levels. Had aspiration of (r) hip joint. Physician continues to watch labs.